Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion area was located in the moderately tortuous cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a vascular access intervention therapy. During the procedure, it was noted that the balloon was inflated for several seconds and ruptured at 6 atmospheres upon the first inflation. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found the shaft of the device to be kinked at approximately 330mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion area was located in the moderately tortuous cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a vascular access intervention therapy. During the procedure, it was noted that the balloon was inflated for several seconds and ruptured at 6 atmospheres upon the first inflation. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.